Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the when using the rosch-uchida transjugular liver access set, the stent could not be advanced through the sheath, and the physician found it was blocked by loose plastic in the valve causing kneading of the stent. Another device was used to complete the procedure, and there were no injuries or additional procedures reported.